Manufacturer narrative:
Qc was within established ranges before the event. No additional information is available regarding this event. Root cause is still under investigation.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that one erroneously low and one erroneously high glucose (glucm) results were generated by the unicel dxc 800 pro synchron clinical system. The specimens were re-tested and repeated results were reported out of the lab. The erroneous results were not reported out of the lab. There was no change to patient treatment or diagnosis.